Event description:
This record is a consolidation of records summarized as a part of the FDA voluntary malfunction summary reporting program. Events occurred between january 1- march 31, 2026. This report summarizes 21 malfunction events(s), where it was reported the devices experienced unintended direction of the zoom; unintended motion or unintended excessive speed of the zoom. No adverse consequence or clinically relevant delay in treatment was reported.

Manufacturer narrative:
This record is a consolidation of records summarized as part of the FDA voluntary malfunction summary reporting program. 18 devices were functionally/visually inspected in the field. The devices were repaired and returned to use. Evaluation results findings (components/results). 1 device: pusher / mechanical problem identified. 1 device: pusher / wear problem. 16 devices: sensor / electrical/electronic component problem identified. 3 devices were not evaluated and no cause was determined, as the customers did not make the devices accessible for testing. Evaluation results findings (components/results). 3 devices: appropriate term/code not available/no findings available. There was no remedial action taken. This device is not labeled for single use.